Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed with an olympus baroscope on the returned device and found scratch marks on the outer walls of the channel from the bending section side. The instrument channel from the control body section was inspected and there were stains, marks, or kinks noted. Further inspection of the suction channel from the suction cylinder entry and scope connector side did not find any evidence of marks, kinks, or foreign stains and/or tissue. There were external damages to the insertion tube and the light guide tube. Additionally, the scope passed leak testing. The scope¿s image was inspected and the image function is normal. A review of the instrument¿s history was performed and shows the scope was purchased on (B)(6) 2016. There were service/repair records found since the date of purchase.

Event description:
Olympus was informed that the during an unspecified procedure, while in the small bowel a piece of mucosa fell out of the scope into the patient. The biopsy forceps were passed down the scope when the event occurred. The physician thinks the mucosa was "fresh" and unsure if it was suctioned up during the current procedure. It was reported that the biopsy on this patient had not been performed, so it was unclear as to where the foreign material came from. It is unknown if the intended procedure was completed. There was no patient injury reported.